Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-41: dead battery. Manufacturer contacted customer in a follow-up call on 18-apr-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition is still the same and feeling shaky. Manufacturer contacted customer in a follow-up call on 29-apr-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Customer had medical attention due to her symptoms. Customer's doctor stated he will have to give her medication for her diabetes and she will need to keep monitoring her blood sugar. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. Niece called in behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling shaky. Medical attention was reported as a result. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 03/31/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.